Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 2 open racepacks. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Received 2 open samples, one of them has the needle detached from the thread and the thread is still wound on the pack. The other one shows splitting of the thread near the attachment of the needle. Without any closed sample an analysis cannot be carried out in order to make a decision. (B)(4). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread is splitting, thread double and needle loose in pack. 2 open racepacks (one of them the thread is splitting and the other one the needle is detached from the thread and the thread is still wound on the pack).